Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had upstream occlusion alarm. When the patient reached home, the pump started to beep. The lines was checked but continued to beep. The medication 5fu (5 fluorouracil) was infused. The reported failure mode could cause or contribute to death or serious injury. The programmed rate of infusion was for 46 hours. The volume given was 184 ml. The device under delivered. There was patient involvement, and no patient harm reported.

Manufacturer narrative:
D5 - operator of device was updated. D7a - single use device was updated. The suspected device was not received for evaluation. The service history review was performed, and it was confirmed that there was no previous repair noted. The complaint could not be confirmed, and a root cause was unable to be determined. A good faith effort was conducted to retrieve the device from the customer.